Event description:
It was reported that one month post implant of a new ICD, the patient developed sepsis due to pneumonia. The patient was hospitalized and his condition deteriorated. Diagnostic imaging revealed vegetation on the rv lead. The ICD and the rv lead were explanted and the patient remained in the hospital on antibiotics. It was later reported the patient expired two days post surgery due to sepsis and end stage heart failure.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.